Event description:
Physician reported that following an implant of seri on (B)(6) 2012, the pt experienced an "infection right breast" resulting in hospitalization and accompanying "antibiotic therapy" that occurred on (B)(6) 2014. The pt was discharged "at full recovery" three days later. The medwatch represents the right side scaffold. The seri remains implanted.

Manufacturer narrative:
The device remains implanted. The event of infection is a surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established.